Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose (bg) was 472 mg/dl and ketones were present. Customer was nauseous. Customer went to the emergency room (ER) and was treated with intravenous insulin/fluids and insulin injection. After approximately 3 hours, customer left the ER feeling better. Bg was 453 mg/dl. Customer reverted to using manual injections for insulin delivery.